Event description:
Poor sensing and failure to capture were noted in the right atrium, resulting in pacemaker syndrome. The ra lead was found to be dislodged, was explanted and replaced with a competitive device. This lead was explanted and replaced. No additional info is available. Should additional info become available, this event will be updated.